Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hto. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, there was a problem with the drive shaft for ria2 and the 10mm ria head for ria2. While reaming the patient¿s tibia, both the ria head connector to the shaft snapped and broke off into the patient once the shaft was hit to the tibia. The connecting piece of the ria head 2 was snapped off into the bone and broke away from the drive shaft of the ria2 driver shaft. No further information is available. This report involves one 10.0mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).